Event description:
The customer was hospitalized with low blood sugars. Troubleshooting indicated that the device was working properly. However, the family member was concerned that the customer's blood sugars dropped after delivering a bolus dose and requested a replacement.